Event description:
Surgery was performed for a pt with herniated intervertebral disk at c4/c5 in 2005. The surgeon used mesh and reflex hybrid system (1 plate and 4 fixed type screw) after treatment of hernia. After 2 weeks from surgery, the surgeon found that 2 screws had come out of the plate.